Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer's glucose monitor indicated a "high" reading. The specific blood glucose value was unknown. The customer addressed the elevated blood glucose by administering a correction bolus via their pump. Reportedly, the customer changed the infusion set and cartridge and resumed insulin administration.